Manufacturer narrative:
A ge rep evaluated the system and replaced a power supply. The system operates as intended.

Event description:
It was reported the system displayed an interlock error. This error will cause the system to lockup, shut down, or not to boot. No patient injury was reported.